Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is experiencing extreme pain on the implanted side, being intolerable to the touch in the area of the implant. The pain was no reduced with tramadol. Reportedly, CT scan showed normal results. Device explantation is being considered.

Manufacturer narrative:
(B)(4). Conclusion: according to received information, the patient had viral meningitis in (B)(6) 2014. However, no information available points to the implant being the source of this condition. Additionally, the device investigations did not reveal any device defect which is expected to have been present whilst implanted or would explain for the problems reported. However, the short-circuit observed whilst implanted might have been related to the reported trauma, which occurred after the pain at the implant site began. Therefore, it can be assumed that the observed pain at the implant site was most likely due to device unrelated transient medical reasons. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient was experiencing extreme pain on the implanted side, being intolerable to the touch in the area of the implant. The pain was not reduced with tramadol. Reportedly, CT scan showed normal results. Device explantation was considered. As per additional information received, the observed symptoms began at the end of (B)(6) 2014. It was also reported that the patient had viral meningitis in (B)(6) 2014 and did not wear the audio processor much from september through december. Prior to the pain, the patient did have some access sound with the device. The patient additionally reported that in the previous weeks, she hit her head pretty hard on a car door on the implanted side of her head. This occurred well after the pain began though. During in situ testing, pain was also observed which dissipated in about 10 to 15 minutes allowing testing to be concluded then. In situ testing showed 2 electrode channels involved in a short-circuit with the remaining parameters within normal limits. It was then decided to proceed with a revision surgery intended to move the implant, however, a backup device was requested in case the implant could not be moved properly. The patient was re-implanted on (B)(6) 2015. It was stated in the device explantation report that the active electrode lead was severed during removal surgery. Despite requested, no information has been received with regards to whether or not the previously observed symptoms are present with the new device.